Event description:
On 1/23/2024, it was reported by a sales representative via email that an ar-3641sp self-punching knotless 2.6 fibertak and ar-2324pslc suture anchor failed during use. An ar-3641sp self-punching knotless 2.6 fibertak drill was used to prepare the bone socket, and then the anchor pulled out upon setting it. They attempted to reinsert it, but the issue happened again. They used a 4.75 swivelock to fill the bone socket and complete the repair. Then, an ar-2324pslc suture anchor eyelet broke when they put tension on the ib sutures attempting to insert the anchor. Another ar-2324pslc suture anchor from the same lot was used to complete the repair with no issues. This was discovered during a pcl/mcl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper surgical technique with the device. The complaint allegation was not confirmed, the device was not received for evaluation, and no evidence of the failure was received.